Event description:
Implant date: 1993. Pt complained of pain. X-rays taken on 07/07/1994 shows one screw is "out through the lateral wall of the vertebrae". Revision surgery in 1994 to replace implants at which time a pseudoarthrosis was found.